Event description:
It was reported that at unpacking a 4.0x16mm promus element drug eluting stent for a stenting treatment procedure, "the miss attached stent and balloon was visible". No patient complications were reported.

Event description:
It was reported that at unpacking a 4.0x16mm promus element drug eluting stent for a stenting treatment procedure, "the miss attached stent and balloon was visible." No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned to the complaint investigation site in its pouch that had been opened, with the stent detached from the balloon. The balloon, which was filled with blood, was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was also returned severely stretched and damaged. Kinks were also noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).